Event description:
It was reported that the reamer handle broke on distal tip during surgery.

Manufacturer narrative:
An event regarding instrument fracture involving an acetabular reamer handle was reported. The event was confirmed. Device evaluation and results: evaluation performed by the supplier confirmed the event. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: no discrepancies were reported. Complaint history review: there have been no other similar events for the referenced lot. Conclusions: the returned device was shipped to the supplier, (B)(4), for evaluation. The supplier confirmed the event. The reamer handle was broken at the distal end. A visual evaluation of the complaint sample found it contained numerous dents, and gauges suggesting this instrument was misused, as the type of deformation and damage observed is not typical of repeated intended use. The root cause is attributed to misuse and torsional overload. No further investigation is required.

Event description:
It was reported that the reamer handle broke on distal tip during surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.